Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and reported failure was confirmed. The instrument was found to have the main tube broken. A piece measuring proximately 0.255¿ x 0.269¿ was not returned with the instrument. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Additional observations not related to the customer reported complaint were found: the instrument was found to have indentations on the edge and face of the distal clevis and on the edge of the distal idler pulleys. The instrument had a frayed grip cable at the distal idler pulley with the frayed cable strands sticking out at the wrist and a frayed pitch cable at the distal end. The instrument was found to have indentations on the edge of the distal idler pulleys. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.108¿ - 0.242¿in length and were not aligned with the tube axis. The instrument was found to have a frayed pitch cable at the distal end.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the prograsp forceps had a broken shaft. The procedure was completed as planned with no reported injury using a backup instrument.